Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. During the call, the smart device's connection was restored with no intervention from patient or patient's mother. Dexcom representative advised patient's mother on the range of the transmitter. No additional patient or event information is available.